Manufacturer narrative:
A ge healthcare service representative performed a check out of the equipment and confirmed the reported complaint. The link system was calibrated and the nitrous oxide needle valve was adjusted. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, nitrous oxide was noted to be flowing 400 ml with the nitrous oxide flowmeter knob in a closed position.